Event description:
It was reported that the jaw of this instrument broke inside the pt's knee. It was necessary to make another incision in order to retreive the broken piece. No other information is available at this time.